Event description:
The account alleged the lift off foot section does not fit properly on the bed. The lift off foot section shifts to one side and it will fall out of place. No patient impact.

Manufacturer narrative:
The technician found the foot section brackets are not mounted to the sleep deck properly. The technician installed a new lift off foot section to resolve the issue.